Manufacturer narrative:
Correction: product ID# mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-jun-2020 / serial#: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Mfg date: 11-jan-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), pericardial effusion and tamponade occurred after fourth positioning of the device. Pericardiocentesis was performed. The procedure was completed and the leadless ipg remains in use. No further patient complications have been reported as a result of this event.